Event description:
The customer returned the Video system center to the service center for evaluation related to a separate issue. During testing the repair center technician found no image There was no patient involvement.

Manufacturer narrative:
The device was returned to Olympus for inspection.Based on the results of the investigation, it is likely the following led to the malfunction caused due to component failure.Should additional relevant information become available, a supplemental report will be submitted.Olympus will continue to monitor field performance for this device.Date of event in unknown. Additional information will be provided if applicable.